Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. Imaging provided suggests the devices were two-level pre-assembled implants. These devices are intended to provide dynamic stabilization and are therefore subject to repeated loading and motion during its lifetime. Fatigue is a known risk of dynamic stabilization devices.

Event description:
It was reported by a representative from germany that a revision surgery was done due to rod breakage 7 years post-op.